Event description:
An operating room supervisor reported during a procedure, the infusion cannula did not fit well into a 23g non valved trocar cannula. The cassette was replaced by another one to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).